Event description:
It was reported that during a kyphoplasty procedure, the bone cement took a longer time to set (33 minutes). The temperature in the room was reportedly not overly cold. It was reported that there was no cement extravasation.

Manufacturer narrative:
Results - no conclusion can be drawn. Method - follow up conversation with company representative.